Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
The customer reports the equipment has injected the dye independently without any command sent. No additional details were available. No patient harm.

Manufacturer narrative:
The equipment has injected the dye independently without any command sent. No patient harm. Regional service was not able to reproduce an (independent injection) error. Service did not see the equipment perform an injection or any other function independently without any command sent. Service replaced the cable from console to injector (15 pos d-shell 3m/10ft cable ass'y, 800113), because the customer had said one time the injector had started to work alone. Unit ok, returned to normal use.